Manufacturer narrative:
H6: investigation summary no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087116. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported while using bd¿ alcohol swabs 100count there was foreign matter on the swab. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 swab to have brown marking in it. Markings take about 40% of swab - not used

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ alcohol swabs 100count there was foreign matter on the swab. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 swab to have brown marking in it. Markings take about 40% of swab - not used.

Event description:
It was reported while using bd¿ alcohol swabs 100count there was foreign matter on the swab. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 swab to have brown marking in it. Markings take about 40% of swab - not used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned three unopened alcohol swabs and another one that was open from the same lot. It was reported by the consumer that swab has brown markings. The returned product was opened and visual inspected and there was no marking found during the inspection. A review of the device history record was completed for batch #2087116. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.